Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined. The tip-up fenestrated grasper has not been returned for investigation. The site continued to use this instrument after this procedure until the instrument expired. A review of the device logs for the tip-up fenestrated grasper (part# 470347-11 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the tip-up fenestrated grasper was last used on (B)(6) 2021, which indicated that the instrument was used after this reported event, via system serial# (B)(4). There were 0 uses remaining after this last usage. No other complaints have been made against this instrument. The system logs for this procedure were reviewed and no relevant errors were observed. A video review was conducted by a clinical development engineer and the following was provided: "in the 32 second video, the tipup is retracting bowel then the bowel is released. Upon release, there is some slight bleeding and hole in the location that the tipup was grasping. The video does not show how the hole occurred nor how it was treated." This event is being reported as an adverse event because it was reported that the tip-up fenestrated grasper instrument was grasping the patient's bowel and caused a hole in the tissue. The surgeon sutured the area to repair the hole, but the patient returned to the hospital because the sutures came undone and a laparoscopic procedure was performed to repair the sutures. The surgeon stated that she thinks the tissue may have been weak, but could not provide a reason for this event. At this time, there is no evidence to suggest that a product malfunction occurred.

Event description:
It was initially reported that during a da vinci-assisted procedure, a tip-up fenestrated grasper was being used when a hole was cut in the bowel. The surgeon was unsure if it was the instrument or how she was holding it. The surgeon repaired the hole at the time of the procedure. The procedure was completed with the da vinci system. Follow-up: on 09-june-2021, intuitive surgical, inc. (Isi) contacted the surgeon of this case and additional information was obtained about the complaint: during the sigmoid colectomy procedure, the surgeon noticed a hole in the location of the bowel where she was grasping with a tip-up fenestrated grasper instrument. The surgeon said the hole was where she was grasping the proximal tube where she had made the connection, about 4cm proximal to the anastomosis. The surgeon reported there was a small amount of oozing as a result of this hole with about one to two cc¿s of blood loss. There was one hole on the bowel and the surgeon sutured the hole multiple times to repair it. The surgeon inspected the repair and said it looked fine, but the patient returned to the or five days later on (B)(6) 2021. The surgeon performed an additional procedure laparoscopically to repair the sutures that had come undone. The surgeon thinks the tissue in this location was weak because of the initial hole with the tip-up fenestrated grasper instrument and because the sutures came undone later. The patient is reportedly doing fine and has an ileostomy that will require another surgery to remove.